Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed help with an infusion set change. Customer's blood glucose was 486 mg/dl. Customer has not treated for her high blood glucose. Customer was advised to treat and call back when her blood glucose has normalized to finish the infusion set change. Customer declined troubleshooting for high blood glucose.